Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During a standard annual inspection of a customer returned evis exera iii duodenovideoscope, the distal end was found with foreign material attached with a stain. The customer did not report any problems associated with the device, and there was no patient /user injury or harm reported to olympus. This report is to capture the reportable malfunction of foreign material with a stain on the distal end of the device noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. Additional issues were identified during the device evaluation: the suction cylinder was discolored, due to a chip on the distal end, water tightness was lost. Due to the wear of the angle wire, the play of the up/down knob is out of the standard value, the light guide lens was cracked, the connecting tube was scratched, the connecting tube coating was peeled off, the adhesive around the objective lens was cracked, and there was corrosion around the forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.